Manufacturer narrative:
Product complaint # (B)(4). H3 device evaluation summary: an empty opened foil and a winding former with four needle/suture combination in slot # 1 to 4 of product code of product code (B)(4)., lot # pcz974 were returned for analysis. During visual inspection of the sample, the four needles were observed that not belong to ctb-2 printing in foil packaging and due to this mismatched a characterization was performed. According our system the product code pdpb9928, contains a needle ctb-2, eithguard blunt point needle, pds plus suture, in diameter 2-0, length 18¿. The results of the characterization performed determined, the four needles belong to ctb-1, size 40 mil, eithguard blunt point needle, pds suture, in diameter 0¿, length 18¿. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to visual inspection and characterization results the reported complaint is confirmed by product mix.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2019 and the suture was used. When opening the package, it was found that there had been a needle with ctb-1 in the package though it should have been ctb-2. Another like suture was used with no problem. There were no patient consequences reported.